Event description:
Same case as MFR report #: 2134265-2012-00915. It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure a balloon rupture occurred. The target lesion was located in the very calcified left anterior descending artery (lad). The 20mm x 2.75mm nc quantum apex balloon catheter was advanced to post-dilate an unknown stent. During the first inflation, the balloon ruptured at 8atms. The device was removed intact. A 12mm x 2.75mm nc quantum apex balloon catheter was selected and advanced into the patient. During the first inflation, the balloon ruptured at 8atms. The device was removed intact and the procedure was completed with another nc quantum apex. The stent was fully apposed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Returned product consisted of an nc quantum apex catheter with no original packaging or other devices. There was blood in the balloon and inflation lumen. Magnified inspection revealed no damage to the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the distal end of the balloon. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).